Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the trocar seal was torn. The seal fell into the pt, but it was retreived. Another torcar was used to complete the case. There was no consequence to the pt.